Manufacturer narrative:
(B)(4): (open, failure to). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a resolution clip device was used during a procedure. According to the complainant, during the procedure, the clip could not be fully opened. The site indicated that the branches opened to a diameter of only 0.5 millimeters. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.